Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm. Customer reported that battery had to be changed three to four times. Customer also reported that time and date could not be reset. Customer received assistance with resetting time and date. Call was dropped due to bad weather.